Manufacturer narrative:
Submit date: 11/21/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with lite gloves. The customer reports an issue with two cartons of lite gloves. The customer reports that the gloves tear when pulled over the lite glove handle during set up. The customer reports the lite glove was too tight so a new glove was placed. Patient was not in the room. No patient involved.